Event description:
(B)(4). The following incident description was provided to caridianbct quality assurance. The customer is calling because, she noticed her plasma line is pink. This report is being filed due to the potential for injury from hemolysis. Multiple unsuccessful attempts were made to obtain pt identifier information.

Manufacturer narrative:
(B)(4). The customer was performing a platelet depletion. The customer support specialist asked the customer to pause the machine and check the fluids. Acd-a was hanging, however, the saline, the customer had hung was 0.45% saline. The customer support specialist discussed with the customer that she should alert the physician and told her not to rinse back so the pt did not receive the hemolyzed blood in the set. This was at the beginning of the procedure. Pt hct was 34.5, platelet count 915k. This disposable set was unavailable for return and investigation. The use of a hypotonic saline solution can induce red blood cells to swell and lyse. This in turn can create a residual pink or red waste plasma. There was no evidence to suggest that the product failed to meet specifications. No other similar events for this lot number have been reported to date. Hemolysis of the red blood cells has the potential to lead to pt injury. Cautions and responses to adverse conditions during apheresis procedures can be found in the spectra operator's manual, part number 777093-636. In the manual, the operator is cautioned to ensure that the correct solutions are connected to the correct lines on the sets. The operator is further cautioned that though the cobe spectra system has many safety features, a donor/pt reaction can occur rapidly and it is imperative that the operator continuously monitor the system and donor/pt. Conclusion: the operator used the incorrect saline solution for the procedure.